Manufacturer narrative:
Device evaluation summary: visual inspection shows the tip is damaged/deformed. Performance analysis: n/a conclusion: reason for re turn was confirmed. Conclusion: after investigation at medtronic, complaint is confirmed for damage to the cannula tip. It is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from october 2019 through january 2021 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends per the product quality meetings procedure. Viant investigation: 1) product was returned and visual inspection of the returned device found the tip end of the cannula is damaged. Needle is protruding out from the side of the blue tip. 2) a review of manufacturing specification require a needle to be inserted into the cannula assembly after it has dried and to be careful to not gouge the product. Additional inspection is required to inspect the tip under magnifying lens to insure that the ed ge of the tip does not extend past the heel of the needle. There must be a smooth transition of the needle out of the tip of the cannula body. If during this process a defect similar to that of the returned product was found, the assembly would have been removed from the lot and rejected. If a defect such as the returned device were to have occurred the product would not have moved on to the next processing step. 3) a review of all processing documentation shows all devices in the lot did meet the required manufacturing and quality processing checks. As the product was returned from the field damaged, the required quality checks that are in place would not allow for this type of defect to pass through our system and do not know what occurred after it left our facility. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the custom pack's antegrade cannula needle did not go in easily. They removed it and observed that the plastic tip of the cannula (around the needle) was damaged. The cannula was not used, a replacement was placed without incident, and the case proceeded without any issues. The packaging was intact and undamaged. There was no adverse effect to the patient.